Manufacturer narrative:
Updated sections:date received by MFR, type of report, if follow-up, what type?. Controller- (B)(4) display error: (B)(4). Controller- (B)(4) loose driveline connector: (B)(4). One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event (display error) was not confirmed: the display performed as intended. However, it was noticed during evaluation of the device that it had a loose driveline connector. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose driveline connector. The confirmed malfunction is not related to the reported event (display error). Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU also warns: a controller with a blank display or no audible alarm should be replaced. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the data would not display on monitor. Monitor was checked and data cable and issue was with the controller. It was said that the controller would not transfer data to the monitor and that the data cable was fine and was used on several other patients. It was said that the device had not been dropped. An elective controller exchange was performed and it was stated that there were no consequences to the patient and that the exchange resolved the issue. The patient tolerated the exchange well. No additional information provided. Investigation is ongoing.